Event description:
It was reported while in inventory, it was noticed that an angiographic catheter was "wrinkled" and that the sterility might have been compromised.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. The device was returned to sss in the original unsealed packaging which was folded into thirds and placed in a cardboard box for shipping. An initial inspection of the device revealed the packaging was significantly wrinkled, however no obvious holes in the packaging were noticed. The compliant device was sent for in-line inspection by the production operators without their prior knowledge of the reported complaint. Upon completion of the inspection, the device was rejected due to several reasons such as a kink in the catheter shaft, packaging damage and a pin hole in the tyvek of the pouch. Based off of the investigation, the device would not have left sss in the returned condition. Most likely the damage occurred during shipping. The device history record for the returned device shows that the device passed all inspection prior to shipment. The reported event is not occurring more frequently or with greater severity than is usual for the device.